Manufacturer narrative:
Plant investigation: no parts have yet been returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. Liberty select cycler sw (B)(4) has been implemented to fix the failures related to slow flow conditions present in (B)(4) (if partially occluded or patient is draining slowly, this will lead to a long drain time). All field return cyclers are refurbished to the current specs of sw (B)(4) ec 056 (shipment started on july 5, 2018). This plant investigation will be closed to (B)(4). This covers failures specifically for liberty select cycler sw (B)(4). The issue alarm is addressed by CAPA# ca-2017-0079. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who was initially said to have experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading errors and slow drains. The patient had a large drain during drain 2 of 5 of treatment. A review of the patient¿s treatment records identified that the patient drained 3678 ml during drain 2 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 2000ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow-up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.